Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "powers off without user input". There was no patient involvement. No additional information is available.

Manufacturer narrative:
There is an initial MDR sent however, we found out that the sr# was cancelled by the tsr for the reason that the actual allegation is captured on a different (B)(4) which also has a final MDR already submitted.

Manufacturer narrative:
Correction: this emdr is a duplicate of manufacturing report# 1314492-2018-03366 which was submitted on 18 september, 2018.